Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion was located in left anterior descending (lad) artery bifurcation. A 3.5x16mm promus element stent was successfully implanted in the bifurcated target lesion. The 2.5x28mm promus element stent was then advanced but was unable to cross the previously implanted stent. It was noted than during the crossing attempt the stent became deformed. The procedure was completed with another 2.5x28mm promus element stent. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion was located in left anterior descending (lad) artery bifurcation. A 3.5x16mm promus element stent was successfully implanted in the bifurcated target lesion. The 2.5x28mm promus element stent was then advanced but was unable to cross the previously implanted stent. It was noted than during the crossing attempt the stent became deformed. The procedure was completed with another 2.5x28mm promus element stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device found the device was returned with the stent detached from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was also returned severely stretched and damaged. Kinks were also noted along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).